Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.